Manufacturer narrative:
The patient experienced the peritonitis on an unreported date in (B)(6) 2016 (reported as ¿prior to thanksgiving¿). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On unreported date(s), the patient began intraperitoneal (ip) treatment for the peritonitis with unknown antibiotics added to the patient¿s pd solution bags (doses and frequencies were not reported). The patient was hospitalized for approximately five days for another indication at which time, the unknown antibiotic treatment and pd therapy were both ongoing. On an unknown date in the same month as being admitted to the hospital, the patient was discharged. At the time of discharge, the unknown ip antibiotic treatment for the peritonitis was ongoing for two more days at home. On an unspecified date in the same month, the patient was recovered from the peritonitis event. At the time of this report, dianeal therapy was ongoing. No additional information is available.